Event description:
On (B)(6) 2010, patient reported she had a blood glucose reading over 600 mg/dl on (B)(6) 2010. Patient stated she changed her insulin cartridge, infusion set tubing and infusion site. Patient reported she continued to have elevated blood glucose throughout the event and at 3 am on (B)(6) 2010, she took an injection of 30.0 units of insulin. Patient stated by (B)(6) 2010 at 7:30 am, her blood glucose was back up over 600 mg/dl. Patient stated she was not able to get her blood glucose below 200 mg/dl all day on (B)(6) 2010. Patient reported this continued on (B)(6) 2010 and into (B)(6) 2010. Patient stated she was taking large amount of insulin injections and on (B)(6) 2010, her infusion device alarmed for a low cartridge. Patient reported it was very difficult to remove the insulin cartridge and that the cartridge would not turn. Patient stated with the assistance of her son, they were able to remove the cartridge, but insulin was leaking from the cartridge. Patient reported she turned the infusion device upside down and insulin poured out of the cartridge. Patient stated the infusion device did not display an error or alert. Patient reported the insulin cartridge had been in use for 3 days. Patient stated she is using a glass cartridge that was purchased in 2006; does not have the cartridge expiration date available. Patient reported the cartridge was only used one time. On call back from patient on (B)(6) 2010, patient reported she had not received replacement products. Advised replacement would be sent. Advised patient the infusion device is not compatible with the glass cartridges. Attempts to follow up with patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.